Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was reported to be cooking in the kitchen at the time of the event. The response buttons were pressed after the treatment was delivered. The patient was taken to the emergency room via ems following the treatment. The patient continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacturer date: monitor, sn: (B)(4) - 05/01/2014 (initial); electrode belt, sn: (B)(4) - 08/01/2011 (reused). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 ((B)(4) percent per patient-month with (B)(4) percent confidence). (B)(4).